Event description:
It was reported that a damaged cartridge was discovered by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer successfully changed the cartridge and resumed insulin therapy.